Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the order unavailable to pull medication. A technical support specialist (tss) dialed into the server, ran the query, and noticed that the order removal had been attempted at 22:38 but had already been discontinued at 22:29. Tss followed up with the customer, but received no response. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order was unavailable for user to dispense medication and they had to override to get it out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.